Manufacturer narrative:
B5- the reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens of -12.00/3.5/086 (sphere/cylinder/axis) was implanted into the patient's left eye (os) in (B)(6) 2023. In (B)(6) 2023 the eye developed -2.75 cyl, due to lens rotation. On (B)(6) 2023 lens repositioning was performed but the problem did not resolve, the lens rotated again. It was reported that the lens was removed on (B)(6) 2024 and exchanged for a 12.6mm (longer length) lens placed in vertical position. The surgeon states "so far so good, vault is acceptable, vision is pretty ok, will dilate in a few weeks to see toric orientation". Issue was reported to be resolved. H6- device evaluation: lens was returned in liquid with residue/debris on product, in a vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens of -12.00/3.5/086 (sphere/cylinder/axis) was implanted into the patient's left eye (os) in (B)(6) 2023. In october of 2023 the eye developed -2.75 cyl, due to lens rotation. On 04-oct-2023 lens repositioning was performed but the problem did not resolve, the lens rotated again. It was reported that the lens was exchanged for a 12.6mm (longer length) lens placed in vertical position. The surgeon states "so far so good, vault is acceptable, vision is pretty ok, will dilate in a few weeks to see toric orientation". If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- health effect- clinical code 4581: eye developed -2.75 cyl b5- the reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens of -12.00/3.5/086 (sphere/cylinder/axis) was implanted into the patient's left eye (os) in april of 2023. In october of 2023 the eye developed -2.75 cyl, due to lens rotation. On (B)(6) 2023 lens repositioning was performed but the problem did not resolve, the lens rotated again. It was reported that the lens was removed on (B)(6) 2024 and exchanged for a 12.6mm (longer length) lens placed in vertical position. The surgeon states "so far so good, vault is acceptable, vision is pretty ok, will dilate in a few weeks to see toric orientation". If additional information is received a supplemental medwatch report will be submitted. Claim #(B)(4).